Event description:
The patient reportedly had no lock between sound processor and the device. The patient was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2005, the company was notified the patient's c1 device was explanted.